Event description:
It was reported that post operative the patients right ventricular (rv) lead exhibited variable thresholds. A programming intervention was completed to increase the lead output. The lead remains in use, no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).